Event description:
A consumer reported that following intraocular lens (iol) implantation, she could not see at distance. The colors were not bright and vibrant and there was glare, halos, and haze over vision. The lens was removed and replaced with another company lens in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2023-57930.